Event description:
It was reported the patient had a red light, with a green light beside it, at the bottom of their remote control. The red light cleared by switching programs. The patient did not feel stimulation on program 1, so the patient is now on program 2 and feels it in their buttocks. The patient will have a follow up in a few days on how their symptoms are. The patient also had severe pelvic infection and underwent hospitalization last month and lots of stress. However, the reports of symptoms have been uncontrolled for about a month. The patient will have ongoing troubleshooting for symptom control. The patient is doing well and the red light has not come back. The patient did not mention if the hospitalization was directly related to the device or not. The patient has an in-person appointment to check their settings. The appointment ended up being cancelled because they were able to clear the red light via phone call. The patient is happy with symptom control.

Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 1201 serial number: batch/lot number: model/catalog description: tine lead kit unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient had a red light, with a green light beside it, at the bottom of their remote control. The red light cleared by switching programs. The patient did not feel stimulation on program 1, so the patient is now on program 2 and feels it in their buttocks. The patient will have a follow up in a few days on how their symptoms are. The patient also had severe pelvic infection and underwent hospitalization last month and lots of stress. However, the reports of symptoms have been uncontrolled for about a month. The patient will have ongoing troubleshooting for symptom control. The patient is doing well and the red light has not come back. The patient did not mention if the hospitalization was directly related to the device or not. The patient has an in-person appointment to check their settings. The appointment ended up being cancelled because they were able to clear the red light via phone call. The patient is happy with symptom control.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).